Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump keypad was unresponsive. The customer¿s blood glucose level was unknown. The customer states that the insulin pump replacement time was too long, which would cause an all key failure. The insulin pump will not be returned for analysis.